Event description:
It was reported the health care provider (hcp) had a print report from a (B)(6) 2014 appointment that showed 20ml on the reservoir volume, but when the patient came in on the day of report, the volume ¿didn¿t match ,¿ and showed the last change on (B)(6) 2014. It was stated the pump was going to be updated with the new settings. The pump was used to deliver dilaudid. Additional information stated there ¿was no real issue.¿

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID ne u_unknown_cath, serial# unknown, product type: catheter. (B)(4).